Event description:
It was reported that the buttons on the insulin pump are unresponsive. It was also reported that the customer received a battery out alarm, and could not clear it. Customer's blood glucose level at the time 288mg/dl. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and displacement test. The insulin pump powered up properly after battery installation. The insulin pump had operating currents within specification and no failed battery test alarms were noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube, cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a shifted end cap sticker.